Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports when their pod had expired, they had forgot to apply a new pod. The patient reports they had gone several hours without wearing a pod. The patient reports having nausea and vomiting. Once at the hospital the patient was treated with intravenous fluids. The patient has been in the hospital for 6 days and is expected to be discharged the night of this call.